Event description:
It was reported that complete heart block (chb) occurred. Vascular access was obtained via a transfemoral approach. A pigtail catheter crossed the moderate to severely calcified native aortic valve and complete heart block occurred. A temporary pacer was used throughout the procedure. A 27mm lotus edge valve was positioned to treat the aortic valve. During deployment, the middle post twisted. The physician partially resheathed the 27mm lotus edge valve in accordance with the instructions for use. The 27mm lotus edge valve was able to be redeployed and successfully implanted. The patient was observed to go in and out of chb. Four (4) days post index procedure, a permanent pacemaker was implanted.